Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(4), batch: 7079799.

Event description:
It was reported that the patient had a limited mobility in the right lower extremity. It was noted that patient had a preexisting weakness to right lower extremity prior to implant procedure. The patient underwent an explant procedure. The explanted device components will not be returned as they were kept by the facility.